Event description:
It was reported the patient has not used her stimulator for over a year. The patient stated the stimulation had covered her painful areas, however, it did not do what she expected it would do. It was noted the patient was not interested in having a sjm representative meet with her to check her ipg, reprogram her scs system, or give her a new charger.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.